Event description:
It was reported that a spectrum infusion pump alarmed system error 105 prior to an infusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms and observed the alarm upon powering up the pump, but could not reproduce it. The evaluation determined that the alarm was caused by severed motor mount screws. The motor assembly and motor mount screws were replaced.